Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve , the valve was implanted adequately. The delivery catheter system (dcs) nose cone caught on the bottom of the valve and dislodged it into the sinus of valsalva (sov). The wire was supposed to be used to centralize the nose cone, however there was a miscommunication between the implant death and the dcs was pulled instead of the wire. The patient needed cardiopulmonary resuscitation (CPR) due to loss of coronary flow. A non-medtronic transcatheter valve was implanted. The patient was placed on a heart pump. While in intensive care unit (ICU), the patient died. The cause of death was not reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed on the delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The wire was supposed to be used to centralize the nose cone, however there was a miscommunication between the implant depth and the dcs was pulled instead of the wire. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. The patient needed cardiopulmonary resuscitation (CPR) due to loss of coronary flow. Coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/ or anatomical factors. In this case, the valve was dislodged by the dcs into the sinus of valsalva (sov). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.